Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) logged on to admin mode and checked the network settings. The settings were changed to dynamic host configuration protocol (dhcp) with no improvement. The station detected an open port, but data was not flowing. The issue was escalated to local information technology (it) and then to a network engineer. Later, the fse revisited the site, and the internet protocol (ip) settings were updated from dhcp to static. After the change, the station communicated normally with no further issues. The system functioned as intended after the hospital it and field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.